Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2006 by the american journal of sports medicine titled ¿a prospective outcome evaluation of arthroscopic bankart repairs: minimum 2-year follow-up¿. The study reviewed eighty-five (85) patients who underwent shoulder procedures using arthrex fastak devices. Eight (8) patients were documented to have had glenohumeral instability with seven (7) experiencing recurrent instability during the twenty-four (24) month follow-up period. Ref: carreira, d. S., et al. (2006). "A prospective outcome evaluation of arthroscopic bankart repairs: minimum 2-year follow-up." The american journal of sports medicine 34(5): 771-777.